Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the left ureter performed on (B)(6), 2023. During the procedure, when the pusher was pushed, the tail end was found deformed. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual and microscopic evaluation noted that the bladder coil buckled or accordion. During a functional inspection, a mandrel 0.039 was loaded into the device and no resistance was felt. There was no problem detected relating the difficult to advance, however, due to the condition of the device, the reported problem is possible to confirm. No other problems with the device were noted. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that these problems are related and could be caused by operational factors, such as interaction of the device between the positioner and the guide wire. It's possible to conclude that due to the buckled founded in the device coil, this could have been generated because the physician could have difficulties in order to place the device in the target, leading the physician to use an excess of force in the placement of the device leading the device to be buckled. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the left ureter performed on (B)(6) 2023. During the procedure, when the pusher was pushed, the tail end was found deformed. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.